Event description:
Adverse event(s): "none" (no consequences or impact to pt). Product problem(s): knife rounded and not sharp." (Dull [knife]). The surgeon reported "when he looked at the knife under the microscope he could see that the tip was rounded and not sharp." Additional follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).